Event description:
It was reported that during a laparoscopic appendix procedure there was blade breakage. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.